Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: customer confirmed that the physical damage (broken blade) on 8mm harmonic ace instrument did not occur while it was used on the patient. The lead surgeon stated that multiple examinations found no foreign objects in the patient's cavity. There were no reports of fragment(s) falling into the patient. Customer stated that in the cases where fragment(s) fall into the patient's anatomy, the chief surgeon would work with assistant to locate the fragment(s) immediately for their removal. Patient did not experience any complications related to retention of foreign material.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm harmonic ace instrument to perform failure analysis. The instrument was found to have the curved blade broken at the tip of the blade. A piece approximately 0.468 x 0.084 was found to be broken off. The broken piece was returned. Additional observation(s) related to customer reported complaint: the instrument was found to fail energy recognition test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument could not activate energy. The customer replaced the energy cable, restarted the generator, and tightened the instrument components but there was still no energy. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.